Event description:
Reporter alleged blood glucose measured 250 mg/dl back to back with a result of 111 mg/dl, when testing was performed 2 minutes apart, however, the 250 mg/dl reading was not found in the meter memory. Customer stated, after obtaining another back to back result of 54 mg/dl versus 137 mg/dl, customer self treated with dietary adjustments to elevate glucose. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.